Event description:
It was reported that this lead was an attempted implant due to placement difficulties and poor sensing. The lead was repositioned many times so the physician asked for a new lead to ensure the helix integrity. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.